Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-oct-2017, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid at 30mg/ml concentration and 4mg/day dose and bupivacaine at 15mg/ml concentration and 2mg/day dose via an implantable pump for spinal pain. It was reported that patient was scheduled for pump replacement due to end of service on existing pump. Per the physician, the patient contacted them earlier this week with complaints of flu-like symptoms. The patient was seen in the clinic on (B)(6). The pump was interrogated and the physician reported that a critical alarm had occurred due to end of service. They subsequently shut down the pump and scheduled the patient for replacement. The patient was given a new pump that was filled with a combination of dilaudid and bupivacaine. It was attached to the existing catheter and placed back in the pocket. When the rep questioned aspirating the catheter, the physician declined and stated that while the patient was in preop today, the physician attempted to aspirate the catheter, but ¿couldn¿t get very much back.¿ diagnostics/troubleshooting performed included "negative catheter aspiration". They further stated that they know that the catheter was functioning because the patient had increased pain and withdrawal symptoms, so the physician subsequently opted not to revise or replace the catheter. The rep noted that some environmental/external factors that may have led or contributed to the issue was a high drug concentration and daily dosing. The critical alarm occurred on (B)(6) at 0708. The pump was subsequently shut down on (B)(6) at 0937. Due to the pump reaching end of service, and the patient being without medication for nearly 6 days, the daily dose of the medication was reduced. Prior to the pump replacement the patient was on flex dosing with dilaudid at 5.4 mg/day and bupivacaine 2.7 mg/day. The dosing was reduced to a simple rate of dilaudid 4 mg/day and bupivacaine 2 mg/day. Because the catheter could not be aspirated, no priming bolus was programmed. The ptm would remain disabled until the patient was evaluated at their post op appointment. The patient's weight and medical history were asked but unknown. It was noted that the hcp had no further information. The issue was not resolved and the patient status at the time of the event was alive with no injury.